Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited an inappropriate mode switch due to far r oversensing. No intervention was performed and the patient experienced no consequences.